Manufacturer narrative:
The customer contacted the siemens customer care center regarding falsely depressed total bilirubin and creatinine patient sample results on a dimension vista 500 system. Siemens directed the customer to realign the integrated multisensor probe, and to clean the aliquot probe, bushing, and drain. The dimension vista software was rebooted. Quality control was processed and was within acceptance ranges. System verification indicated acceptable performance after the troubleshooting actions and software reboot. The cause of the event is unknown. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed total bilirubin (tbil) and creatinine (cre2) patient sample results were obtained on a dimension vista 500 system. The discordant results were not reported to the physician(s). The same sample was processed on the same date on an alternate dimension vista system and higher results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed results.